Event description:
The customer was hospitalized for high bgs. It was found that the customer switched to a set they had never used before and switched to a new vial of insulin. Also they inserted the infusion set by hand and when the set was removed from their body the cannula was kinked. Additionally, the customer had symptoms of dka. Troubleshooting was performed. The programming and histories on the pump were accurate. Instructed the customer the importance of two high bg rule and to obtain a back up plan of manual injections.